Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) indicated: pt who suffered from distal radius fracture left and was treated by means of lcp volar distal radius plate on an unk date. Approx one month ago pt presented with a non-union, suspicion of infection, volar deformity and broken distal screws. Implants were removed, on an unk date, four screw shafts remained in pt's body, screw heads stayed in plate. This is 3 of 5 reports.